Manufacturer narrative:
Correction g4.4: PMA / 510(k) # medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic received additional information that the used cartridge lot no. Is 230007632. Liquid controls lot no. Is 229693137. Quality control is performed for this unit once per week. No error code appeared, just a fail message response. The instrument was not used in this case. Liquid control failed, so unit was not used. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of a hms plus instrument, it was reported that the unit failed wet quality control. The instrument was replaced. There was no patient involvement, so no adverse effect occurred.

Manufacturer narrative:
Device evaluation summary: the reported wet qc fail issue was not verified during service. Service technician arrived onsite and observed wet qc test for abnormal level at 282 seconds, below the estimated value of 300 seconds which is why it failed. Service technician ran eqc multiple times without fail, verifying expected electrical/mechanical operation. As a proactive measure service technician replaced syringe toggle arm for possibly bind and inaccurate dispense of material which could possibly cause wet qc failure. Service informed the perfusion department to adhere to a longer protocol of rehydration of material to see if this helps with wet qc passing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.